Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hospital visit. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Alerts and alarms 10 / page 124. Hazard alarms occur either when the pod is in a very serious condition or something is wrong with the pdm. Hazard alarms are continuous tones and each has an on-screen message. Follow the instructions in the message to fix the alarm situation. For details, see the following table. Understanding your records 8 / page 99. If the pdm batteries run out, data in the memory is at risk. Do not remove the old batteries until you have new ones on hand. The pdm protects data in the memory for up to 2 hours after the batteries run out or are removed.

Event description:
The patient reported his omnipod personal diabetes manager (pdm) generate an alarm and it was stuck on the error message page. The patient was able to reset to pdm. She was taken to the hospital to see the diabetic nurse for assistance with the device issue. The patient is currently at the hospital, no further information provided.